Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, dim led segments were observed. The led segments intermittently do not illuminate as well due to a defective d4 led on the system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event. (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device has a bad upper display as some segments do not light. The unit was able to engage in monitoring activities. No consequences or impact to patient.